Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during a follow-up, it was noted the capture threshold had increased. An exit block was observed after appropriate therapy. Decreased pacing lead impedance and sensing amplitude were also noted. The lead was explanted and replaced. The patient condition is stable after the event.